Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a nc emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed kinks on the hypotube 5.5cm and 18.5cm from the hub. Microscopic examination revealed damage to the tip and a longitudinal tear in the balloon 3mm from the tip that is approximately 16mm long. There is contrast present in the inflation lumen and balloon. There is blood present in the guidewire lumen and the balloon is loosely folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on analysis completed on 26mar2019. It was reported that crossing difficulties were encountered. The 85% stenosed target lesion was located in the mid left anterior descending artery. A 2.75mm x 15mm nc emerge balloon catheter was advanced for dilatation but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed balloon longitudinal tear.